Event description:
(B)(4). I began with severe pelvic pain shortly after insertion of device. The pain has seemingly gotten worse since insertion. It radiates through my uterus into my back. Ovulation is awful. Bilateral pelvic pain as well. Very heavy menstrual cycles. Used to menstruate for 3-5 days now 8-10 days. I have heart palpitations on a regular basis. Approximately 3 weeks ago, I felt a tear on the right side of my pelvic area and have been in off and on pain since. I have bacterial vaginosis on a regular basis.